Event description:
It was reported that on (B)(6) 2022, during a lumbar fusion surgery the surgeon was putting in screws using the nav. Lock driver and mdt array. The array became fixed to the driver and would not spin independently of the driver shaft. Rep had to mallet the array to remove it from the nav. Lock driver. The instrument did not break. Just didn't function properly. This delayed the case 15 minutes while the rep located a new driver and array. There was a surgical delay of fifteen (15) minutes. Patient status is unknown. The procedure was successfully completed. Rep had to locate another set to complete the surgery. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).